Event description:
It was reported that a patient underwent a percutaneous transluminal coronary angioplasty (ptca) to treat a heavily calcified de novo lesion in the left anterior descending (lad) artery. Access to the lesion was obtained via femoral artery approach. The patient was reported to be having the procedure due to coronary artery disease (cad). During the procedure, an ivus catheter was advanced to the target lesion. It would not cross the lesion, so the physician attempted to cross with a 3.0 x 12mm shockwave c2 coronary intravascular lithotripsy (IV) catheter. That too was also unsuccessful. The physician performed orbital atherectomy to create a channel and then re-inserted the ivl catheter. The ivl delivered 80 pulses however, the patient experienced anecdotal abdominal pain and it was determined that the vessel had been perforated. The physician immediately deployed a pk papyrus covered stent to treat the coronary artery perforation. However, upon balloon inflation, another perforation occurred at the proximal edge of the of the first implanted stent. Another pk papyrus covered stent was implanted to treat the 2nd perforation. Due to the two vessel injuries, too much fluid build-up occurred. The physician performed pericardiocentesis to remove 1020 cc's of fluid from the pericardium. After the procedure, the patient was transferred to the ICU for observation and was discharged to home 4-7 days later with no report of clinical sequelae.the physician felt that the vessel was very pliable and fragile since the covered stent balloon caused another perforation. He did not directly sight ivl as the cause of the complications.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the ivl delivered 80 pulses when patient experienced anecdotal abdominal pain and it was determined that the vessel had been perforated. The physician felt that the vessel was very friable and fragile and did not directly sight the ivl as the cause of the complications. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.